Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation and during the ablation phase, the patient experienced cardiac perforation that required pericardiocentesis and cardiac surgery. During an afib ablation procedure using a carto 3 system, lasso and qdot micro catheters, the blood pressure of the patient dropped, and the physician detected a cardiac tamponade. Pericardiocentesis was performed in the catheterization laboratory. The patient fully recovered (no residual effects). Procedure had to be interrupted due to the tamponade. Additional information was received. The physician's opinion on the cause of the adverse event was the procedure. The perforation was located at the base of the left atrial appendage and required cardiac surgery. The patient has fully recovered. Transseptal puncture was performed. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. Correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Clarification was requested regarding what surgery/additional procedure was performed and the response was: ¿cardiac surgery to find the site of the perforation¿.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).